Event description:
Company recieved a report from a biomedical engineer that the unit did not provide an audio tone during p.o.s.t. (Power-on-self-test), following the speaker upgrade. There was no patient harm.